Event description:
The blister was broken at the base of the monomer vial. This event did not occur during a surgical procedure; therefore, there was no adverse effect for any patient.

Manufacturer narrative:
The results of the evaluation performed suggest that the root cause could not be determined at this time. Further evaluation is requested by the MFR.